Event description:
It was reported to philips that the c-arm could no longer be moved. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips remote service engineer (rse) evaluated the system remotely and analyzed the logs which revealed an application error related to bodyguard interface box (bib). The rse suspected c-arc bodyguard interface box (bib) to be defective. A philips field service engineer (fse) inspected the system on-site and found that c-arm movements failed sporadically. To resolve the issue, the fse replaced the c-arc bib. The system was returned to use in good working order and ready for clinical use. The c-arc bib was returned for further analysis. Functional testing was performed, and no failure were found. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.